Event description:
A customer contacted beckman coulter inc. (Bci) regarding a high total bilirubin (tbil) result of 4.5mg/dl generated by the unicel® dxc 800 pro synchron® clinical systems. A) the result was reported out of the lab.the issue was isolated to one sample only and was repeatable on 2 different instruments.samples drawn from the same patient the day before and the day after the event recovered in the range of 1.5 -1.8mg/dl.unknown if treatment was initiated or withheld based upon the high result, but the physician questioned the result.

Manufacturer narrative:
Qc prior to and after the event was within the lab established ranges.no other samples were questioned. No other chemistries were affected.the customer contacted bci for help determining what might have interfered with the sample. However, the customer has not sent the sample to bci for investigation as requested.a clear root cause for this event has not been determined.